Event description:
Transporting medic was enroute to local hospital when pt suffered a vf arrest. Attempted defibrillation failed. Approximately 3 attempts made to defibrillate. Per paramedic report monitor displayed "check pads" at each failed attempt. Transport time to hospital approximately 3 minutes. Unsure if pads were changed upon arrival to hospital to facilitate use of their defibrillator and disposed of or if they remain with the pt (ie coroner). Unsure if issue is monitor/ defibrillator or defibrillator pads in nature. Pads were checked for expiration by paramedic in daily checks and found to be in compliance.